Event description:
My (white dream station) replacement from philips/respironics was only half of the machine. The other half of the dream station was never replaced by the philips recall. The seals on the old half of the machine get what looks like a black mold accumulation that can not be cleaned according to my doctor and myself. The seals would have to be broken to clean the mold away. I don't use an ozone cleaner. Philips/respironics should have replaced both parts of the dream station (the whole machine) when I registered for the replacement and they sent out the recall. I tried to get a new machine but was told my medicare would not pay for it until april 2024. The black mold like specs are still there even though I continue to clean all the parts and use replacement filters as directed. I continue to use this machine as it is mandatory for my sleep apnea.